Event description:
The reporter states that, the pt obtained a blood glucose value of 203 mg/dl and then a back to back reading of 89 mg/dl on the same meter. Reporter did not indicate if any action was taken based on these values. Qc testing was not performed on the system. The device was replaced and requested to be returned for eval.